Event description:
Pt had a right total hip replacement in 2003. Pt developed right hip pain in 7/2003. Films showed a fracture of the ceramic cup liner. Pt had a right hip revision with removal of the liner four days later.